Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi." Performed a blood test, 526mg/dl. Expected range is 125 mg/dl-180mg/dl. Reviewed the last 5 blood results in the meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
No failure detected, device operated within specification. Most likely underlying root cause for this complaint is test strip issue.

Event description:
Consumer complaint of blood results reading "hi". Performed a blood test, 526mg/dl. Expected range is 125 mg/dl-180mg/dl. Reviewed the last 5 blood results in the meter memory: hi on (B)(6) at 9:34am, hi on (B)(6) at 6:05pm, 570 mg/dl on (B)(6) at 8:34pm, hi on (B)(6) at 5:53pm, hi on (B)(6) at 12:01pm. No adverse event reported.

Event description:
Consumer complaint of blood results reading "hi". Performed a blood test, 526mg/dl. Expected range is 125 mg/dl-180mg/dl. Reviewed the last 5 blood results in the meter memory: no adverse event reported.